Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The pt had 2 driver rx coronary stents implanted to the lad in 2006 (ref MFR 2953200-2010-00529). The stent deployment was successful. Approximately 4 years post index procedure, the pt was hospitalized due to breast bone pain. Restenosis of the lad was discovered. The pt was treated with medication. No additional clinical sequelae were reported.